Event description:
A report was received concerning an issue where a device did not always charge, despite attempts with multiple cables. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional action was required.